Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked when connected with the maxzero needless connector and piv. The following information was provided by the initial reporter: "we have started up again with a trend of leaking mz 1000-07¿s. This time ,we are seeing the leaking occur when the claves are connected to our 3 ml syringes and are being used with piv¿s not PICC¿s." "What¿s interesting is that when we test with a 10 ml syringe, the leaking stops."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked when connected with the maxzero needless connector and piv. The following information was provided by the initial reporter: "we have started up again with a trend of leaking mz 1000-07¿s. This time ,we are seeing the leaking occur when the claves are connected to our 3 ml syringes and are being used with piv¿s not PICC¿s." "What¿s interesting is that when we test with a 10 ml syringe, the leaking stops."

Manufacturer narrative:
Correction: additional lot numbers have been added, and the following fields have been updated: b.5. Describe event or problem: it was reported that the bd luer-lok¿ tip disposable syringe leaked when connected with the maxzero needless connector and piv. This occurred once each in lots 1043505, 0298047, and an unspecified lot. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1043505. D.4. Medical device expiration date: 2026-02-28. H.4. Device manufacture date: 2021-04-06. D.4. Medical device lot #: 0298047. D.4. Medical device expiration date: 2025-10-31. H.4. Device manufacture date: 2020-12-02. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked when connected with the maxzero needless connector and piv. This occurred once each in lots 1043505, 0298047, and an unspecified lot. The following information was provided by the initial reporter: "we have started up again with a trend of leaking mz 1000-07¿s. This time ,we are seeing the leaking occur when the claves are connected to our 3 ml syringes and are being used with piv¿s not PICC¿s." "What¿s interesting is that when we test with a 10 ml syringe, the leaking stops."